Manufacturer narrative:
(B)(4). During the event history log review, an increased intra-peritoneal volume event was identified. However, the cause of the reported issue cannot be determined from the available information. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 11:17:33. During night drain cycle fifteen, the patient's ultrafiltration reading was 327 ml, indicating the home patient (hp) drained 327 ml more than their maximum programmed fill volume of 500 ml. No additional information is available.